Event description:
It was reported that the left ventricular {lv) lead exhibited high pacing threshold, and high out-of-range pacing impedances, measuring greater than 2000 ohms. It was noted the impedances had gradually increased. The lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).